Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system . Customer stated that insulin is coming out of the insulin pump. It was also reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 150 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. No a33 alarm noted. The insulin pump passed rewind, basic occlusion and displacement tests. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.